Event description:
It was reported that the spo2 measurements obtained with the intellivue mmx were low and not accurate. The device was not in use on a patient at the time of event, there was no patient involvement.